Manufacturer narrative:
There are multiple patients. All known information is provided in the literature article. Date of event: there are multiple unknown dates of event. This report is for an unknown tomofix osteotomy plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Implanted date: there are multiple dates of implantation between (B)(6) 2008 and (B)(6) 2013. Explanted date: it is unknown if/when/how many devices were explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4) (B)(4) kim 2017 (3).pdf].

Event description:
This report is being filed after the review of the following journal article: kim, cw et al (2017), clinical efficacy of an arthroscopic surgery in open wedge high tibial osteotomy, journal of knee surgery, vol. 30, pages 352-358 (korea) . The purpose of this retrospective study was to evaluate the clinical efficacy of arthroscopic surgery in patients who had varus osteoarthritic knee and were treated with open wedge high tibial osteotomy (owhto) combined with arthroscopic surgery. Between january 2008 and march 2013, 71 patients (79 knees) were included in the study. 24 patients (8 male and 16 female) with mean age of (44-61 years) underwent only owhto (group 1) and 55 patients (13 male and 42 female) with mean age of (45-63 years) underwent owhto combined with arthroscopic surgery (group 2). Osteotomy fixation was done with an unknown synthes tomofix osteotomy system. Range of movement (rom) exercise began immediately after surgery within the tolerable range, using continuous passive motion (cpm). Weight bearing was limited for 6 to 8 weeks after surgery and full weight bearing was allowed 8 weeks after surgery. The average follow-up period was 29.1 months (range, 24-63 months). The following complications were reported for group 1: vas scoring was 1.7 +/- 0.7 (0¿3) at the last follow-up. The following complications were reported for group 2: vas scoring was 1.5 +/- 0.9 (0¿4) at the last follow-up. There was one case of infection. The patient¿s liver functions were not good and deep infection occurred in the 15th month after surgery. The osteotomy site was united and the infection was controlled after plate (tomofix) removal and debridement. This report is for an unknown synthes tomofix system. This is report 1 of 1 for (B)(4).